Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During the initial drain for therapy in 2008, the patient drained 3901 ml following a last fill volume of 2500ml. There was no patient injury or medical intervention reported during the customer's initial call.

Manufacturer narrative:
Evaluation summary: the evaluation did not identify failure or malfunction that could have caused or contributed to the overfill identified in the device logs during evaluation. Based on a review of all available log data, it was determined that the most probable cause of the overfill is insufficient drain/false empty detect and last manual drain not used.